Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. Two clips were implanted, reducing mr to a grade of 1+. Three hours post-procedure, the patient experienced a pericardial effusion which then led to cardiac tamponade and cardiac arrest. For treatment, the patient was intubated and pericardiocentesis was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information provided by the account, while the physician was unsure if the cds caused the pericardial effusion, however, per the physician the pericardial effusion resulting in cardiac tamponade and cardiac arrest occurred as a result of the mitraclip procedure. Pericardial effusion, cardiac arrest and cardiac tamponade are known possible complications associated with mitraclip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.